Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that natural foley catheter removal occurred after placing during the procedure. The nurse received a call from the patient in the hospital indicating that the catheter had come out. The nurse then filled the naturally removed catheter with 10cc of water and left it there, and after about 12 hours, it had deflated to 5cc.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a syringe. Verified material number 119314 and manufacturing lot number ngjx0302. Visual inspection noted balloon was inflated prior to start of evaluation and the temp sensing cord was cut. Deflated balloon passively using returned syringe with no leaks or cuffing noted. Inflated balloon with 10 ml of solution and the balloon rested with no leaks. Deflated balloon passively in 55 seconds with no cuffing or leaks noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that natural foley catheter removal occurred after placing during the procedure, the nurse received a call from the patient in the hospital indicating that the catheter had come out. The nurse then filled the naturally removed catheter with 10cc of water and left it there, and after about 12 hours, it had deflated to 5cc. Per notification from investigator on 06jan2026, it was reported that the temp sensing cord was cut found during sample evaluation on 27oct2025.